Event description:
It was reported that during a follow up after lead positioning, the ventricular sensing amplitude dropped from 8.9 mv to 4.2-5.3 mv and capture threshold increased from 0.5 v to 2.5 v. Acute lead dislodgement was suspected. The lead dislodged once a month prior, and the patient refused to undergo another repositioning procedure. The device was reprogrammed and the patient will continue to be monitored.

Manufacturer narrative:
No medwatch form was received.